Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovered from this peritonitis event. On an unreported date, the physician changed the frequency of dianeal from five times a day to four times a day. Additional information was unable to be obtained.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.